Manufacturer narrative:
This report is submitted october 04, 2017, (B)(4).

Event description:
It was reported the patient developed a (B)(6) infection at abutment site and was subsequently treated with oral antibiotics (date and duration not reported).